Event description:
Procedure: lap appendectomy. According to the reporter: metal pin fell out of closing clasp around trocar. Staff did a flat plate x-ray in recovery. Nurse asked doctor regarding x-ray results, they were negative. Or time was extend 15 minutes. There were no patient injuries reported.

Manufacturer narrative:
Date initial report sent: 12/12/2007.